Event description:
The customer contact reported the device alarmed with an e321 (batt charger timeout) error code. The device was returned to the biomedical department with a note that stated, "depleted battery." There were no reports of any adverse patient events or delays in critical therapies while the pump was in clinical use. During testing at the user facility, the device alarmed with an e321 (batt charger timeout) error code. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found that during testing, the device did not alarm with an e321 error code; however, the battery was found to not hold a charge. The device history was downloaded at the service center. A review of the device history did not find any e321 error codes as reported by the customer contact. As indicated, the device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.